Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated due to low blood glucose levels. The customer was with her boyfriend when she began showing signs of hypoglycemia, like unawareness and acting drunk. It was stated that the customer had bolused 5.6 units prior to the event. It was stated that the customer used the bolus wizard for the bolus, but the settings were not correct. Troubleshooting was performed. The insulin pump passed the displacement and high pressure tests. Nothing further was reported.